Manufacturer narrative:
On (B)(6) 2016 customer reported that bg level was 297 mg/dl. Customer inquired about insulin duration, cts educated the customer on insulin duration,and customer changed duration from 4 hours to the original setting. Customer delivered a bolus to address the issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. The customer delivered a manual injection to address bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider (hcp) to discuss factors that may affect bg level.